Event description:
It was reported while using tube sst plh 13x75 3.5 plbl gold br stopper separation. The following information was provided by the initial reporter: customer reported during a training that the tubes are coming out from distal needle. It's needed to hold it tight during the sample collection.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: material #: 360059. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported while using tube sst plh 13x75 3.5 plbl gold br stopper separation. The following information was provided by the initial reporter: customer reported during a training that the tubes are coming out from distal needle. It's needed to hold it tight during the sample collection.